Manufacturer narrative:
Results: the nosecone was damaged. The inner diameter (ID) of the nosecone was measured and was within specification. Conclusions: evaluation of the returned handle revealed a functional device. During the functional test, the handle was functionally tested multiple times on the handle fixture and passed within specification. The handle was then used to detach a demonstration coil without an issue. Further evaluation revealed some damage to the nose cone funnel hole. This may occur if coils are forcefully or repeatedly manipulated within the nose cone. This did not affect the device function as demonstrated by multiple functional tests. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01157.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01157.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coil, ruby coil detachment handle (handle) and, lantern delivery microcatheter (lantern). During the procedure, the physician placed and detached a pod pc and another coil in the target vessel using the handle. The physician then advanced another pod pc into the vessel and used the handle to detach it; however, the pod pc failed to detach after several attempts. Therefore, the handle was removed. The procedure was completed using the same pod pc, an additional coil and a new handle. There was no report of an adverse effect to the patient.